Event description:
During initial inspection/servicing/installation/initial use it was found that the intellivue x3 patient monitor did not work as intended as the ibp signal is showing as ripple. The device was not in clinical use. There was no report of patient or user harm.

Manufacturer narrative:
Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation.